Event description:
It was reported the procedure was being performed in the sicu. The guidewire unraveled during placement. As a result, everything was removed and another kit was placed successfully. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.